Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported the buttons on the insulin pump weren't responding and it alarmed button error. Customer's blood glucose was 13 mmol/l. The customer wears the device directly on the skin. Customer agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked reservoir tube window and cracked reservoir tube.